Event description:
It was reported that a stent dislodgment inside the patient occurred. The 90% stenosed target lesion was located in the moderately tortuous and non calcified mid saphenous vein graft to the obtuse marginal circumflex. A 3.00x32mm promus element plus drug-eluting stent delivery system was advanced but failed to cross the lesion. The stent dislodged from the delivery system and embolized in the vessel. The dislodged stent was successfully removed with a snare. Balloon angioplasty was performed at the target area. No additional stenting was attempted. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).